Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had an issue with the battery life. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed no evidence of a short battery life issue. The returned battery cap was unable to fully tighten to the pump but still able to maintain an electrical connection. The battery compartment was found to be cracked in the thread area and below the grip pad. The pump¿s electrical draws were tested and found to be within required specifications. The pump cover was removed and there was no evidence of loose components, moisture or damage to the internal components. The original complaint of a battery life issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.